Manufacturer narrative:
(B)(4). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
(B)(4): "faulty function / operating unit". Customer information: "client reports that recorded flow rate of 1.2ml/h, medicine nor adrenalina(04 ampoules of 4ml + 250ml sodium chloride) and that the pump reconfiguration the flow programmed to 495ml/h. Client informs that when observing the error reinstalled the drug and that the pump turned off by itself."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400496519. The device has been requested to send it for investigation to bbm laboratory in brazil. Based of the technical investigation report of the follow-up report was created. The device was investigated according the technical safety check (tsc). During the visual investigation no damages could be found. It was possible to detect, that the battery of the device was older than eight years. Therefore a malfunction of the battery can not excluded. Please note the battery test in the service manual. A flow measurement was performed. No flow deviation could be detected. The reported infusion therapy was re-performed. No malfunction or abnormalities could be found. Therefore the complaint could not be confirmed. The device works according the specification. No product deviation could be found.